Manufacturer narrative:
H6: 4110: work order search: no similar complaints. 3331: device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Manufacturer narrative: inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors.secondary surgical intervention to remove the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, a patient experienced persistent postoperative inflammation 7 days after surgery; as well as toxic anterior segment syndrome, and elevated iop without pupil block and angle closure. Diagnostic cultures were performed. No bacteria were detected. The lens was explanted. Pea, ppv, and anterior chamber washing treatment was performed. The problem was resolved. Reportedly, "endophthalmitis caused by a highly virulent bacteria were suspected, so a firm response was required." The problem was resolved. Cause of the event is unknown.